Event description:
It appears the issue is related to the device battery. No report of patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.